Event description:
It was reported that "contrast agent" was administered with a pump through the bd connecta¿ stopcock with "7cm" extension tubing and cannula before the tubing "burst" and leaked the "contrast agent" onto the patient's clothing. The following information was provided by the initial reporter: "x-ray department administered contrast agent with pump through 3-way stopcock with 7cm extension tube and cannula. While administering contrast agent tube burst and contrast agent dripped to patient´s clothes. Extension tube was straight while administering the contrast agent. Some contrast agent was notified in the pictures and drug admin wasn¿t repeated."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8226712. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate the expanded tubing in the device submitted by your facility. Based on their evaluation and your description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd connecta is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all connecta units.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "contrast agent" was administered with a pump through the bd connecta¿ stopcock with "7cm" extension tubing and cannula before the tubing "burst" and leaked the "contrast agent" onto the patient's clothing. The following information was provided by the initial reporter: "x-ray department administered contrast agent with pump through 3-way stopcock with 7cm extension tube and cannula. While administering contrast agent tube burst and contrast agent dripped to patient´s clothes. Extension tube was straight while administering the contrast agent. Some contrast agent was notified in the pictures and drug admin wasn¿t repeated."